Event description:
It was reported that during a da Vinci-assisted surgical procedure, the 8mm Endoscope Plus, 30° was flipping without any input. The Technical Support Engineer (TSE) had the customer check the Surgeon Side Console (SSC) touchpad to make sure there was no debris on it and that it was clear. The customer had reseated the scope and reported the issue had stopped. The customer was continuing with the case. TSE recommended that the customer perform a system hard power cycle and reseat the drape on the Universal Surgical Manipulator (USM) 3. The procedure was completing as planned with no reported injury.Intuitive followed up with the initial reporter and obtained the following additional information: The image was not inverted. The endoscope did not move freely inside the patient, but it flipped to face down rather than up when placed on the robot arm. The event did not involve a reversed control on system arms (e.g., hand control goes left, instrument goes right). Before the event, the endoscope was not manually rotated 180 degrees. There were no injuries. The endoscope is not available to return; it was placed back into circulation because the problem occurred on 2 separate scopes on the same robotic arm. Determined it was likely not a scope issue.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did not receive the da Vinci product with an alleged issue to perform failure analysis.The probable root cause is attributed to improper customer setup. Based on TSE notes, the system issue was due to an improperly seated drape. It can be resolved by reseating the drape and power cycling the system, if necessary.